Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device evaluated on 25-jan-2021: "flexor (clear section) broken approx. 11cm from the white tip". User advanced the device through wire guide to desired position and cannot release the stent. User retracted the device from patient and found out the coating of device peel off 15cm from distal end. User changed another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1688878 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 25th january 2021. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: flexor was observed broken at the clear section approximately 11 cm from the white tip. Red shuttle deployment marker pass point of no return of the handle. Actuation of handle, deployment and retraction was possible but unable to deploy the stent due to flexor break. Following the lab evaluation an additional information was requested to aid with this investigation, as per additional information provided: "3. What was the position of the elevator? Was it opened or closed?closed. What was the position of the delivery system when the elevator was closed? The delivery system is 15cm out of distal end of endoscopy." Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1688878 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1688878; upon review of complaints this failure mode has not occurred previously with this lot #c1688878. The instructions for use ifu0062-5 which accompanies this device instructs the user to "with elevator open, advance device until endoscopically visualized exiting endoscope"." There is evidence to suggest that the customer did not follow the instructions for use, as the position of the elevator was closed. Root cause review: a definitive root cause could be determined from the available information. A definitive root cause could be attributed to the user error, as the position of the elevator was closed. As noted in the additional information provided the elevator was closed and the delivery system was 15 cm out of distal end of endoscopy. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device through wire guide to desired position and cannot release the stent. User retracted the device from patient and found out the coating of device peel off 15cm from distal end. User changed another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.